Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 20 mg/dl. The cause of low bg was unknown. Reportedly, the customer lost consciousness, had multiple seizures, lost speech, had a heart attack, was in a coma and sustained nerve damage. An ambulance was called and transported the customer to the hospital and was ultimately admitted to the intensive care unit (ICU). The customer was provided with intravenous therapy (IV) of fluids of saline and put on a ventilator to address bg. Treatment resolved the issue resolved. The customer was discharged from the hospital on (B)(6) 2024. System check was performed by tandem technical support, and the pump is functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.